Event description:
Product analysis of a returned programming wand revealed that the wand did not pass functional and electrical testing. It was determined that the switching regulator (u5 integrated circuit) was not working. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.